Event description:
It was reported that there was oversensing of noise on this right ventricular (rv) lead, resulting in a non-sustained ventricular tachycardia (nsvt) episode. The patient attended an in-clinic follow-up, where the health care professional (hcp) was unable to replicate the rhythmic noise from the event. As x-ray imaging confirmed the lead is about 4x removed from the sternal edge, this lead was explanted and replaced as part of a system replacement. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Both x-ray imaging and visual inspection were unremarkable. In conclusion, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was oversensing of noise on this right ventricular (rv) lead, resulting in a non-sustained ventricular tachycardia (nsvt) episode. The patient attended an in-clinic follow-up, where the health care professional (hcp) was unable to replicate the rhythmic noise from the event. As x-ray imaging confirmed the lead is about 4x removed from the sternal edge, this lead was explanted and replaced as part of a system replacement. Besides intervention, there were no other adverse patient effects reported.